Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Analysis of the samples returned show no defects or deviations. Based upon the product testing, this complaint could not be confirmed as reported.

Event description:
The customer complains that the catheter surface is rough and has caused bleeding.